Event description:
It was reported that the patient had a dog bit on their leg a few weeks ago and an infection ensued which led to ¿seeding¿ of the infection at the implantable neurostimulator (ins) pocket site. Patient symptoms of incisional drainage/wound opening and an infection at the pocket with sepsis were noted. A culture of the device pocket was taken but the results were unknown (not specified). Treatment included IV antibiotics was reported but was unable to control the infection and, with the pocket continuing to show drainage, the ins was explanted and a new ins was implanted on the opposite side of the patient¿s body. No diagnostics or troubleshooting was performed. The patient status at the time of report was noted as ¿alive ¿ no injury¿. Follow up information received on (B)(6) 2014 reported that the patient was on IV antibiotics before, during, and after the procedure. The patient did not have meningitis. Results of the cultures were not yet known. Treatment included irrigation and debridement of the pocket with exchange to a new ins implanted in a new ¿fresh¿ pocket on the patient¿s opposite side. It was reported that the patient did well but that the procedure was yesterday and it was too soon to know if the infection had resolved. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID: 97740, serial# (B)(4), product type: programmer. Patient product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4). Analysis of the neurostimulator model 97713, serial # (B)(4) showed no significant anomalies and that the device passed the final functional test. Good, stable output was seen on the electrode pairs as received.

Event description:
It was reported the culture was positive for infection, but the organism was not known. It was noted the infection had resolved.